Manufacturer narrative:
Patient information is unknown. Date of event is unknown. PMA / 510k: two unknown screws locking: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibia nail had to be removed due to long term infection. The removal surgery took place on (B)(6) 2017 and was followed by a knee amputation. The patient was originally implanted with 2 unknown locking screws and a tibia nail on (B)(6) 2017 after obtaining an open injury to the tibia. Following this surgery, the patient underwent a bone grafting procedure as part of the treatment for the open injury. It was during the bone grafting procedure that the surgeon first realized the patient had infection in the knee. The surgeon treated the infection and was under the impression it was healed. However, the infection was rediscovered in an unknown way on an unknown date and the surgeon decided to remove the tibia nail, the two locking screws and amputate the knee. The amputation and removal of both the 2 locking screws and the tibia nail all took place on the (B)(6) date. The patient was reported to be in good condition following the procedure. The hardware was reported to be easy to remove. There was no reported surgical delay. This report is for 2 unknown screws locking. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: unknown date in 2017 complainant part is no longer expected to be returned for manufacturer review/investigation. Corrected data: 510k: this report is for 2 unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.